Event description:
The customer stated that segments were missing from the display and that sometimes the meter will not count down for a test result. A review of the system was performed over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.

Manufacturer narrative:
Upon receipt, performance testing was conducted. The testing determined that the meter was not functional - the complaint was confirmed. The appearance of the meter would indicate that it was abused. A root cause analysis will be performed and if anything of substance results from this analysis, it will be forwarded to the agency. This complaint is considered closed for purposes of MDR.